Event description:
It was reported in a social media post that a patient underwent an endoscopic retrograde cholangiopancreatography (ercp), procedure with an olympus scope believed to be jf at a us facility passed away. The post stated an unsterilized olympus scope was used that was recalled. Further follow-up has been conducted; however, no information is available regarding patient death at this time. Since the social media post mentioned an ercp scope was used, hence a representative device evis exera iii duodeno videoscope, model -tjf-q190v registered and sold in the united states has been selected.